Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. The product was evaluated. An external visual inspection was performed and passed. A pairing test as performed and passed. A review of the share logs was not performed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.